Manufacturer narrative:
Review of the manufacturing records found this lot met all visual and dimensional specifications. A review of the raw material record for correct type size, grade and shape found no discrepancies. The material conformed to all dimensional, chemical content analysis and recertification specifications. The hospital for special surgery evaluated the device. Results are consistent with and do not impact current investigations.

Event description:
Surgeon performed a prodisc procedure using a polyethylene inlay, superior end plate, and inferior end plate. An intraoperative x-ray was taken and showed no fracture. Pt complained post operatively of pain and another x-ray was taken, date unk, that showed a l5 vertebral body fracture. Pt was revised. This report is report #2 of 3 for the same event.